Event description:
It was reported by the rep by the device was used during an exploratory laparoscopy. It was reported the 355sd gasket tore during the case. It leaked carbondioxide. 09/04/1998 another trocar was used to complete the case. There was no consequence to the pt.